Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient passed out and an ambulance was called. It was reported that "both devices" (cgm and an unspecified device) was displaying 30 mg/dl while the patient's bg was 65 mg/dl. The paramedics treated the patient with IV sugar water. The patient reportedly received treatment of electro magnetic pulse from a nurse/ambulance personnel. At the time of the report, the patient was doing fine and her bg was 210 mg/dl. Labeling indicates: when your most recent g6 reading is above 400 mg/dl or below 40 mg/dl, you won¿t get a number. Instead, your display device will say low or high. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient passed out and an ambulance was called. It was reported that "both devices" (cgm and an unspecified device) was displaying 65 mg/dl while the patient's bg was 30 mg/dl. The paramedics treated the patient with IV sugar water. The patient reportedly received treatment of electro magnetic pulse from a nurse/ambulance personnel. At the time of the report, the patient was doing fine and her bg was 210 mg/dl. Labeling indicates: when your most recent g6 reading is above 400 mg/dl or below 40 mg/dl, you won¿t get a number. Instead, your display device will say low or high. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).